Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established.

Event description:
It was observed that during the device evaluation, the subject device exhibited clogging of nozzle, foreign objects come out of distal end. Additionally, foreign material was found in the nozzle and connecting tube. There was no patient involvement.